Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device: cornual of the uterus bilaterally / essure was located on the cornua of the uterus'), pelvic pain ('pain/ pelvic floor pain/pressure') and genital haemorrhage ('bleeding') in a 45-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome in 2009. Concurrent conditions included gastrooesophageal reflux since 2009 and thyroid disorder since 2008. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal distension ("bloating"), back pain ("low back pain / chronic low back pain") and arthralgia ("hip and si joint pain/ ankles pain"). In 2009, the patient experienced tooth fracture ("dental problems : cracked teeth"), bruxism ("teeth grinding") and stress ("stress"). On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and uterine prolapse ("complete prolapse"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and renal cyst ("2 renal cysts"). In 2011, the patient experienced dry eye ("vision/ eye problems - dry eye syndrome"). In 2011, the patient experienced menopause ("menopause(after removal)/post menopause"), fatigue ("fatigue/ debilitating fatigue from menopause") and alopecia ("hair loss"). In 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have blood thyroid stimulating hormone increased ("tsh 9.9"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain (high)/tsh 9.9"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), memory impairment ("psychological or psychiatric problems condition: memory problems"), insomnia ("insomnia"), vulvovaginal pain ("vaginal pain"), pain in extremity ("feet pain"), pain in jaw ("jaw pain"), eye pain ("eyes pain") and nervous system disorder ("neurological conditons or problems"). The patient was treated with new crowns and mouth gaurd, surgery (hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed)), new crowns and mouth guard and tear drop plugs. Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, pelvic pain, menopause, female sexual dysfunction, post-traumatic stress disorder, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, dry eye, fatigue, weight increased, abdominal distension, alopecia, back pain, arthralgia, vulvovaginal pain, pain in extremity, pain in jaw, eye pain, blood thyroid stimulating hormone increased, uterine prolapse, renal cyst, bruxism and stress outcome was unknown and the genital haemorrhage, depression, anxiety, memory impairment, insomnia and nervous system disorder had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood thyroid stimulating hormone increased, bruxism, depression, device dislocation, dry eye, dyspareunia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, memory impairment, menopause, nervous system disorder, pain in extremity, pain in jaw, pelvic pain, post-traumatic stress disorder, renal cyst, stress, tooth fracture, urinary tract disorder, uterine prolapse, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - on (B)(6) 2010: 2 renal cysts. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received : reporter information was updated. The event verbatim was updated as pain/ pelvic floor pain/pressure. New events: malposition of essure device: cornual of the uterus bilaterally, menopause(after removal), apareunia (inability to have sexual intercourse, depression, anxiety, ptsd, bladder problems or changes, urinary problems or changes, dental problems: cracked teeth, dyspareunia (painful sexual intercourse), dry eye syndrome, fatigue/ debilitating fatigue from menopause, weight gain, bloating, hair loss, low back pain, hip and si joint pain/ ankles pain, memory problems, insomnia, vaginal pain, feet pain, jaw pain, eyes pain, neurological conditons or problems, bleeding, tsh 9.9, complete prolapse, 2 renal cysts, teeth grinding and stress were added. Medical history and lab data were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: cornual of the uterus bilaterally / essure was located on the cornua of the uterus'), pelvic pain ('pain/ pelvic floor pain/pressure') and genital haemorrhage ('bleeding') in a 45-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome in 2009. Concurrent conditions included gastrooesophageal reflux since 2009 and thyroid disorder since 2008. On (B)(6) 2008, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In may 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal distension ("bloating"), back pain ("low back pain / chronic low back pain") and arthralgia ("hip and si joint pain/ ankles pain"). In 2009, the patient experienced tooth fracture ("dental problems : cracked teeth"), bruxism ("teeth grinding") and stress ("stress"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine prolapse ("complete prolapse"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and renal cyst ("2 renal cysts nos"). In 2011, the patient experienced dry eye ("vision/ eye problems - dry eye syndrome"). In 2011, the patient experienced menopause ("menopause(after removal)/post menopause"), fatigue ("fatigue/ debilitating fatigue from menopause") and alopecia ("hair loss"). In 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have blood thyroid stimulating hormone increased ("tsh 9.9"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain (high)/tsh 9.9"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), memory impairment ("psychological or psychiatric problems condition: memory problems"), insomnia ("insomnia"), vulvovaginal pain ("vaginal pain"), pain in extremity ("feet pain"), pain in jaw ("jaw pain"), eye pain ("eyes pain") and nervous system disorder ("neurological conditons or problems"). The patient was treated with new crowns and mouth gaurd, surgery (hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed), new crowns and mouth guard and tear drop plugs. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, menopause, female sexual dysfunction, post-traumatic stress disorder, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, dry eye, fatigue, weight increased, abdominal distension, alopecia, back pain, arthralgia, vulvovaginal pain, pain in extremity, pain in jaw, eye pain, blood thyroid stimulating hormone increased, uterine prolapse, renal cyst, bruxism and stress outcome was unknown and the genital haemorrhage, depression, anxiety, memory impairment, insomnia and nervous system disorder had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood thyroid stimulating hormone increased, bruxism, depression, device expulsion, dry eye, dyspareunia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, memory impairment, menopause, nervous system disorder, pain in extremity, pain in jaw, pelvic pain, post-traumatic stress disorder, renal cyst, stress, tooth fracture, urinary tract disorder, uterine prolapse, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - on 05-may-2010: 2 renal cysts. Hysterosalpingogram - on 07-apr-2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: cornual of the uterus bilaterally / essure was located on the cornua of the uterus/ migration'), perforation ('perforation') and pelvic pain ('pain/ pelvic floor pain/pressure') in a 45-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome in 2009, parathyroidectomy in 2008, coughing, sneezing, heartbeats irregular, thyroid disorder, gastrooesophageal reflux, migraine, osteoarthritis, osteopenia, herniated disc, joint dysfunction, sleep apnea, headache, vaginal prolapse, dysmenorrhea and sacral colpopexy. Concurrent conditions included drug allergy (sulfa, keflex, penicillin.) Since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, gastrooesophageal reflux since 2009, thyroid disorder since 2008, dysuria, loss of consciousness, urine incontinence, hyperplasia endometrial and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal distension ("bloating"), back pain ("low back pain / chronic low back pain/back injury") and arthralgia ("hip and si joint pain/ ankles pain"). In 2009, the patient experienced tooth fracture ("dental problems : cracked teeth"), bruxism ("teeth grinding") and stress ("stress"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine prolapse ("complete prolapse"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and renal cyst ("2 renal cysts nos"). In 2011, the patient experienced dry eye ("vision/ eye problems - dry eye syndrome"). In 2011, the patient experienced menopause ("menopause(after removal)/post menopause"), fatigue ("fatigue/ debilitating fatigue from menopause") and alopecia ("hair loss"). In 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have blood thyroid stimulating hormone increased ("tsh 9.9"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain (high)/tsh 9.9"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), memory impairment ("psychological or psychiatric problems condition: memory problems"), insomnia ("insomnia"), vulvovaginal pain ("vaginal pain"), pain in extremity ("feet pain"), pain in jaw ("jaw pain"), eye pain ("eyes pain"), nervous system disorder ("neurological conditons or problems"), urinary retention ("could not urinate"), intervertebral disc protrusion ("herniated disc"), iron deficiency ("my iron is non existent to"), musculoskeletal discomfort ("I've had low back/ disc problem"), feeling abnormal ("brain fogg"), dysstasia ("I can't seem to stand up for myself"), crying ("cry") and frustration tolerance decreased ("it's just so frustrating") and was found to have vitamin d decreased ("my vitamin d level is 8") and parathyroid tumour ("parathyroid tumor"). The patient was treated with new crowns and mouth gaurd, surgery (hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed)), new crowns and mouth guard and tear drop plugs. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, perforation, pelvic pain, menopause, female sexual dysfunction, post-traumatic stress disorder, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, dry eye, fatigue, weight increased, abdominal distension, alopecia, back pain, arthralgia, vulvovaginal pain, pain in extremity, pain in jaw, eye pain, blood thyroid stimulating hormone increased, uterine prolapse, renal cyst, bruxism, stress, intervertebral disc protrusion, vitamin d decreased, iron deficiency, musculoskeletal discomfort, feeling abnormal, dysstasia, crying, frustration tolerance decreased and parathyroid tumour outcome was unknown and the genital haemorrhage, depression, anxiety, memory impairment, insomnia and nervous system disorder had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood thyroid stimulating hormone increased, bruxism, crying, depression, device expulsion, dry eye, dyspareunia, dysstasia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, insomnia, intervertebral disc protrusion, iron deficiency, memory impairment, menopause, musculoskeletal discomfort, nervous system disorder, pain in extremity, pain in jaw, parathyroid tumour, pelvic pain, perforation, post-traumatic stress disorder, renal cyst, stress, tooth fracture, urinary retention, urinary tract disorder, uterine prolapse, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Upon removal of the delivery wire, four coils were visualized outside of the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - on (B)(6) 2010: 2 renal cysts. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: cornual of the uterus bilaterally / essure was located on the cornua of the uterus'), pelvic pain ('pain/ pelvic floor pain/pressure') and genital haemorrhage ('bleeding') in a 45-year-old female patient who had essure (batch no. 627432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome in 2009, parathyroidectomy in 2008, coughing, sneezing, heartbeats irregular, thyroid disorder, gastrooesophageal reflux, migraine, osteoarthritis, osteopenia, herniated disc, joint dysfunction, sleep apnea, headache, vaginal prolapse, dysmenorrhea and sacral colpopexy. Concurrent conditions included drug allergy (sulfa, keflex, penicillin.) Since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, gastrooesophageal reflux since 2009, thyroid disorder since 2008, dysuria, loss of consciousness, urine incontinence, hyperplasia endometrial and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal distension ("bloating"), back pain ("low back pain / chronic low back pain/back injury") and arthralgia ("hip and si joint pain/ ankles pain"). In 2009, the patient experienced tooth fracture ("dental problems : cracked teeth"), bruxism ("teeth grinding") and stress ("stress"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine prolapse ("complete prolapse"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and renal cyst ("2 renal cysts nos"). In 2011, the patient experienced dry eye ("vision/ eye problems - dry eye syndrome"). In 2011, the patient experienced menopause ("menopause(after removal)/post menopause"), fatigue ("fatigue/ debilitating fatigue from menopause") and alopecia ("hair loss"). In 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have blood thyroid stimulating hormone increased ("tsh 9.9"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain (high)/tsh 9.9"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), memory impairment ("psychological or psychiatric problems condition: memory problems"), insomnia ("insomnia"), vulvovaginal pain ("vaginal pain"), pain in extremity ("feet pain"), pain in jaw ("jaw pain"), eye pain ("eyes pain"), nervous system disorder ("neurological conditions or problems"), urinary retention ("could not urinate") and intervertebral disc protrusion ("herniated disc"). The patient was treated with new crowns and mouth guard, surgery (hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed)), new crowns and mouth guard and tear drop plugs. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, menopause, female sexual dysfunction, post-traumatic stress disorder, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, dry eye, fatigue, weight increased, abdominal distension, alopecia, back pain, arthralgia, vulvovaginal pain, pain in extremity, pain in jaw, eye pain, blood thyroid stimulating hormone increased, uterine prolapse, renal cyst, bruxism, stress and intervertebral disc protrusion outcome was unknown and the genital haemorrhage, depression, anxiety, memory impairment, insomnia and nervous system disorder had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood thyroid stimulating hormone increased, bruxism, depression, device expulsion, dry eye, dyspareunia, eye pain, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, intervertebral disc protrusion, memory impairment, menopause, nervous system disorder, pain in extremity, pain in jaw, pelvic pain, post-traumatic stress disorder, renal cyst, stress, tooth fracture, urinary retention, urinary tract disorder, uterine prolapse, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Upon removal of the delivery wire, four coils were visualized outside of the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - on (B)(6) 2010: 2 renal cysts. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic floor pain,bloat, dyspareunia, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs received. Reporters information updated. Event: could not urinate ,herniated disc were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: cornual of the uterus bilaterally / essure was located on the cornua of the uterus/ migration'), perforation ('perforation') and pelvic pain ('pain/ pelvic floor pain/pressure') in a 45-year-old female patient who had essure (batch no. 627432) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome in 2009, parathyroidectomy in 2008, coughing, sneezing, heartbeats irregular, thyroid disorder, gastrooesophageal reflux, migraine, osteoarthritis, osteopenia, herniated disc, joint dysfunction, sleep apnea, headache, vaginal prolapse, dysmenorrhea and sacral colpopexy. Concurrent conditions included drug allergy (sulfa, keflex, penicillin.) Since (B)(6) 2009, cramp in lower abdomen since (B)(6) 2009, gastrooesophageal reflux since 2009, thyroid disorder since 2008, dysuria, loss of consciousness, urine incontinence, hyperplasia endometrial and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal distension ("bloating"), back pain ("low back pain / chronic low back pain/back injury") and arthralgia ("hip and si joint pain/ ankles pain"). In 2009, the patient experienced tooth fracture ("dental problems : cracked teeth"), bruxism ("teeth grinding") and stress ("stress"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine prolapse ("complete prolapse"). On (B)(6) 2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and renal cyst ("2 renal cysts nos"). In 2011, the patient experienced dry eye ("vision/ eye problems - dry eye syndrome"). In 2011, the patient experienced menopause ("menopause(after removal)/post menopause"), fatigue ("fatigue/ debilitating fatigue from menopause") and alopecia ("hair loss"). In 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6) 2014, the patient was found to have blood thyroid stimulating hormone increased ("tsh 9.9"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse). On an unknown date, the patient was found to have weight increased ("weight gain (high)/tsh 9.9"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital hemorrhage ("bleeding"), memory impairment ("psychological or psychiatric problems condition: memory problems"), insomnia ("insomnia"), vulvovaginal pain ("vaginal pain"), pain in extremity ("feet pain"), pain in jaw ("jaw pain"), eye pain ("eyes pain"), nervous system disorder ("neurological conditions or problems"), urinary retention ("could not urinate"), intervertebral disc protrusion ("herniated disc"), iron deficiency ("my iron is non existent to"), musculoskeletal discomfort ("I've had low back/ disc problem"), feeling abnormal ("brain fog"), dysstasia ("I can't seem to stand up for myself"), crying ("cry") and frustration tolerance decreased ("it's just so frustrating") and was found to have vitamin d decreased ("my vitamin d level is 8") and parathyroid tumour ("parathyroid tumor"). The patient was treated with new crowns and mouth guard, surgery (hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed), new crowns and mouth guard and tear drop plugs. Essure was removed on (B)(6) 2009. At the time of the report, the device expulsion, perforation, pelvic pain, menopause, female sexual dysfunction, post-traumatic stress disorder, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, dry eye, fatigue, weight increased, abdominal distension, alopecia, back pain, arthralgia, vulvovaginal pain, pain in extremity, pain in jaw, eye pain, blood thyroid stimulating hormone increased, uterine prolapse, renal cyst, bruxism, stress, intervertebral disc protrusion, vitamin d decreased, iron deficiency, musculoskeletal discomfort, feeling abnormal, dysstasia, crying, frustration tolerance decreased and parathyroid tumour outcome was unknown and the genital hemorrhage, depression, anxiety, memory impairment, insomnia and nervous system disorder had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood thyroid stimulating hormone increased, bruxism, crying, depression, device expulsion, dry eye, dyspareunia, dysstasia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, genital hemorrhage, insomnia, intervertebral disc protrusion, iron deficiency, memory impairment, menopause, musculoskeletal discomfort, nervous system disorder, pain in extremity, pain in jaw, parathyroid tumour, pelvic pain, perforation, post-traumatic stress disorder, renal cyst, stress, tooth fracture, urinary retention, urinary tract disorder, uterine prolapse, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Upon removal of the delivery wire, four coils were visualized outside of the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - on (B)(6) 2010: 2 renal cysts. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device: cornual of the uterus bilaterally / essure was located on the cornua of the uterus') and pelvic pain ('pain/ pelvic floor pain/pressure') in a 45-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obstructive sleep apnea syndrome in 2009, parathyroidectomy in 2008, coughing, sneezing, heartbeats irregular, thyroid disorder, gastrooesophageal reflux, migraine, osteoarthritis, osteopenia, herniated disc, joint dysfunction, sleep apnea, headache, vaginal prolapse, dysmenorrhea and sacral colpopexy. Concurrent conditions included drug allergy (sulfa, keflex, penicillin.) Since (B)(6)2009, cramp in lower abdomen since(B)(6)2009, gastrooesophageal reflux since 2009, thyroid disorder since 2008, dysuria, loss of consciousness, urine incontinence, hyperplasia endometrial and adenomyosis. On (B)(6)2008, the patient had essure inserted. In may 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6)2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / painful sex"), abdominal distension ("bloating"), back pain ("low back pain / chronic low back pain/back injury") and arthralgia ("hip and si joint pain/ ankles pain"). In 2009, the patient experienced tooth fracture ("dental problems : cracked teeth"), bruxism ("teeth grinding") and stress ("stress"). On (B)(6)2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and uterine prolapse ("complete prolapse"). On (B)(6)2010, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and renal cyst ("2 renal cysts nos"). In 2011, the patient experienced dry eye ("vision/ eye problems - dry eye syndrome"). In 2011, the patient experienced menopause ("menopause(after removal)/post menopause"), fatigue ("fatigue/ debilitating fatigue from menopause") and alopecia ("hair loss"). In 2012, the patient experienced depression ("depression"), anxiety ("anxiety") and post-traumatic stress disorder ("ptsd"). On (B)(6)2014, the patient was found to have blood thyroid stimulating hormone increased ("tsh 9.9"). In 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain (high)/tsh 9.9"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), memory impairment ("psychological or psychiatric problems condition: memory problems"), insomnia ("insomnia"), vulvovaginal pain ("vaginal pain"), pain in extremity ("feet pain"), pain in jaw ("jaw pain"), eye pain ("eyes pain"), nervous system disorder ("neurological conditons or problems"), urinary retention ("could not urinate"), intervertebral disc protrusion ("herniated disc"), iron deficiency ("my iron is non existent to"), musculoskeletal discomfort ("I've had low back/ disc problem"), feeling abnormal ("brain fogg"), dysstasia ("I can't seem to stand up for myself"), crying ("cry") and frustration tolerance decreased ("it's just so frustrating") and was found to have vitamin d decreased ("my vitamin d level is 8") and parathyroid tumour ("parathyroid tumor"). The patient was treated with new crowns and mouth gaurd, surgery (hysterectomy (uterus and cervix removed) and total hysterectomy (uterus and cervix removed)), new crowns and mouth guard and tear drop plugs. Essure was removed on (B)(6)2009. At the time of the report, the device expulsion, pelvic pain, menopause, female sexual dysfunction, post-traumatic stress disorder, bladder disorder, urinary tract disorder, tooth fracture, dyspareunia, dry eye, fatigue, weight increased, abdominal distension, alopecia, back pain, arthralgia, vulvovaginal pain, pain in extremity, pain in jaw, eye pain, blood thyroid stimulating hormone increased, uterine prolapse, renal cyst, bruxism, stress, intervertebral disc protrusion, vitamin d decreased, iron deficiency, musculoskeletal discomfort, feeling abnormal, dysstasia, crying, frustration tolerance decreased and parathyroid tumour outcome was unknown and the genital haemorrhage, depression, anxiety, memory impairment, insomnia and nervous system disorder had resolved. The reporter considered abdominal distension, alopecia, anxiety, arthralgia, back pain, bladder disorder, blood thyroid stimulating hormone increased, bruxism, crying, depression, device expulsion, dry eye, dyspareunia, dysstasia, eye pain, fatigue, feeling abnormal, female sexual dysfunction, frustration tolerance decreased, genital haemorrhage, insomnia, intervertebral disc protrusion, iron deficiency, memory impairment, menopause, musculoskeletal discomfort, nervous system disorder, pain in extremity, pain in jaw, parathyroid tumour, pelvic pain, post-traumatic stress disorder, renal cyst, stress, tooth fracture, urinary retention, urinary tract disorder, uterine prolapse, vitamin d decreased, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Upon removal of the delivery wire, four coils were visualized outside of the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kgs. Computerised tomogram - on (B)(6)2010: 2 renal cysts. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 28-jan-2020: social media: new events: vitamin d decreased, iron deficiency, musculoskeletal discomfort, feeling abnormal, dysstasia, crying, frustration, parathyroid tumor was added. Reporter was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.